Manufacturer narrative:
(B)(6). The lot was manufactured july 24, 2017 - july 25, 2017. The device was received for evaluation containing approximately 10 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A function flow rate test was also performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused the desired medication. The patient discovered that the flow rate was too slow and therefore disconnected the infusion approximately 4 hours early. The compounded medication in the infusor was reported to be 2700mg of deferoxamine in 42ml sodium chloride (nacl) 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.